Event description:
The patient's ((B)(6)) scs system includes a surgical lead implanted on (B)(6) 2009. It was reported the patient's lead is too close to the surface of the skin and causing discomfort. In an effort to resolve this matter, surgical intervention was under taken on (B)(6) 2011 to increase the implant depth of the lead. No further issues were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.